Manufacturer narrative:
On previously submitted report, section "describe event or problem" in box b was incorrect. It should be - a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. Performed inspection for oxygen failure found that the grey removable foam was not correctly installed. Foam reinstalled correctly.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. Performed inspection for oxygen failure found that the grey removable foam was not correctly installed.